Manufacturer narrative:
The rse conducted a remote evaluation of the device and identified the therapy connector as defective. It has been replaced using a specialized repair tool. The device will remain at the customer's site, and no additional evaluation is deemed necessary at present.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the therapy connector was defective. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.